Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump screen was not working. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed off no power test, unexpected restart error test and displacement test. The stop current test and run current test were in specification. No blank display anomalies noted during testing. No back light during self test due to moisture damage on electronic board stack. Device received with moisture damage on motor assembly and moisture damage on force sensor resistor .